Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance exhibited an increase to high and undefined levels which resulted in a polarity change. The thresholds had also increased. The lead remains in use. No patient complications have been reported as a result of this event.